Event description:
Medication in syringe pump ran out at 0453. It was not due to be changed until 1500. Nurse attached flush of 0.4mls to continue infusion as prescribed. Rate and medication were verified at shift change at 1920. When syringe ran empty, all setting were verified again as correct. Flush ran at same prescribed rate with a total volume limit of 0.4ml added to pump options to give the remodulin medication that is in the tubing. Pharmacy notified immediately. New syringe is ready for day shift to change closer to the 1500 time. At the current rate, the remodulin should be infusing well past 1200 on [redacted]. New syringe that is prepared by pharmacy is stated to have 90h worth of medication. No disruption in medication administration occurred, but unsure how the syringe ran dry at 0453. No patient harm was observed.